Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the audio bolus button was unresponsive and the button cover was torn. It could not be determined whether the tactile changes had occurred prior to the button damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A hole was observed in the audio bolus button cover. During testing, the bolus button was intermittently unresponsive and difficult to press. The bolus button cover was removed and the internal plug contact was misaligned with contamination present. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, evidence of moisture ingress was found inside the pump case on the internal components. No evidence of damage to the pump case was observed.